Event description:
During a percutaneous transluminal angioplasty (pta) to an unknown artery, the balloon was reported to have ruptured at eight atmospheres. The vessel was described as being calcified. There was no reported pt injury. There is no add'l info regarding pt, lesion, or procedural characteristics regarding this event. With the limited amount of info available, and without the return of the product, or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact on this event. The product was not returned for analysis. A DHR review was performed and showed that this lot of product, including subassemblies, met all requirements per the applicable manufacturing quality plan, including burst test values.